Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopic repair of labrum procedure on the left shoulder on (B)(6) 2022, it was observed that the anchor on the lupine br ds w/orthcrd device broke. All the broken parts were removed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial mdwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device was received and evaluated. Upon visual inspection, the shaft has no structural anomalies, rests of biological matter can be observed over the shaft distal tip and on the suture. The sutures are in good condition, they are not broken or frayed. The anchor was not returned. A manufacturing record evaluation was performed for the finished device 8l25692 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. The customer reported a broken anchor, however, the anchor was not returned to be evaluated. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure, bending force may was applied to the device at the moment of insertion; as per IFU: do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.